Event description:
Patient reported, "breast implant complaint." Later, healthcare professional reported, right-side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation no observations are performed for the complaint as the event is no complaint against the device. Additional observations: deformation observed on the device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
This medwatch is being send to clarify the aware date g.3 of the previously submitted mw. The correct date is 12 dec 2022.

Event description:
Patient reported, "breast implant complaint." Later, healthcare professional reported, right-side capsular contracture baker grade IV. The device has been explanted.